Event description:
The customer reported erroneous carbon dioxide (co2) results were obtained on 16 patient samples on a dimension vista 1500 intelligent lab system. The erroneous results were not reported to the physician(s). The samples were either flagged with above reference range (a.r.r) or below reference range (b.r.r.). The samples were repeated on an alternate dimension vista instrument. The repeat results recovered within normal range and were reported, as the correct results, to the physician(s). The customer has not provided the repeat results. There are no known reports of patient intervention or adverse health consequences due to the erroneous co2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report erroneous carbon dioxide (co2) results were obtained on 16 patient samples on a dimension vista 1500 intelligent lab system. Siemens remotely reviewed instrument data and performed probe and drain maintenance. Quality controls (qcs) were performed and recovered within ranges. The cause of the erroneous co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00103 on 27-jun-2025. Additional information (26-aug-2025): in addition to the initial actions performed remotely by the remote support center (rsc), server 3 mix tests were performed, and the mix values were found to be low. The sample 3 (s3) mixer and aliquot probe were replaced, and a belt inspection was found to be acceptable. S3 and probe alignments, a quick check and quality controls (qcs) were performed and were found to be within ranges. Siemens further evaluated the event and determined the s3 mixer and aliquot probe potential contributed to the erroneous carbon dioxide (co2) results. The component code, type of investigation, investigation findings and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.